Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised to address fluid, pseudotumor, elevated metal ion levels, and metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on(B)(4) 2014.

Event description:
Litigation papers allege the patient experienced a diminished quality of life and physical function, extreme pain in her hips, physical pain and impairment, limited range of motion, problems walking, pain in the buttocks.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.